Event description:
An eye care professional reported that a patient experienced severe pain in his right eye associated with wear of focus dailies contact lenses. Corneal ulcer (2mm), centrally located, noted. Vigamox rx'd. Pre-event acuity 20/20, last reported 20/40 od. Event resolved with 1mm scar remaining. No further information available.